Event description:
It was reported that when the asymptomatic patient presented to the operating room for a vt ablation procedure, with the device that was post-sensed t-wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were made. The patient was stable before, during, and after the procedure and device interrogation. No further episodes were seen.